Event description:
Information was received from a patients wife regarding a patient who was receiving baclofen (unknown dose and a lower concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient was having trouble with the pump and they could not get to the city to see the health care professional; it was overdosing the patient beginning (B)(6) 2017, patient felt better on (B)(6) but was not 100%.they called the health care professional who told them to call the manufacturer. It was reviewed that they were reporting medical concerns and would need to followup with the health care professional to make arrangements with a company representative to check the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.